Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 100-150 mg/dl.